Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'not reading door open¿ was verified. The device was found out of specification in relation to the customer reported 'not reading door open¿ which was reproduced. The cause was determined to be a failed upper latch switch. The upper auxiliary assembly was replaced/adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump not reading door open. There was no patient involvement. No additional information is available.